Event description:
It was reported from the analysis of the returned product that suture degradation and hole in cavity was observed, the suture had begun with degradation process attributed to exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. It was reported that a patient underwent a laparotomy procedure on (B)(6) 2025 and suture was used. During the surgery when surgeon open the foil needle and suture were separated. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there patient consequences? If yes, please explain. - lot number? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a suture and one detached needle was received for analysis. Product code vp2346. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. The needle were examined, and the swage and attachment area was noted to be as expected; the barrel hole of the needles was examined under magnification and remnant suture was observed. Besides that, it was noted that the suture has begun with degradation process attributed to exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.